Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has touchscreen issues, was not responsive. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and in preparation for pre-op testing, entered service mode to reset to factory standards. Touch screen was non-responsive. Customer stated that this has been an intermittent problem but had not previously manifested when a tech was present. Downloaded and checked diagnostic report, no errors detected. The investigation on going.